Event description:
Boston scientific recently received information that this patient suffered from an infection and expired approximately eighteen months ago. No additional information was provided regarding this patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.